Manufacturer narrative:
Additional manufacturer narrative: based on the information received, the root cause of the event remains indeterminable. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted.

Event description:
Edwards learned that a 29mm transcatheter valve was implanted inside a disabled 33mm bioprosthetic valve in the tricuspid position. Attempts to retrieve additional information were unsuccessful.

Manufacturer narrative:
Literature translation is in process. The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Based on the information received the root cause of the event is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported through literature review "transvenoser valve-in-valve-ersatz bei degenerierter trikuspidalklappen--bioprothese." The patient underwent surgery initially due to mitral and tricuspid endocarditis. After seven (7) years, the mitral valve worked perfect, however the tricuspid showed degenerative sign leading to stenosis. A transcatheter 29mm valve was implanted in the tricuspid position with good result. The patient was noted as discharged.